Event description:
The pump was returned for investigation. Investigation found a dim/discolored display screen. This report is made based on the results of investigation completed on 04/10/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: on investigation, the pump powered up properly. The display screen was dim screen with pinkish contrast. The bolus button cover was torn and the button was unresponsive. Removal of the bolus button cover found that the button mechanism was missing. No tactile issues were found with the keypad buttons. (B)(6).